Event description:
Report received of an over-delivery due to operator error in programming the device. The patient was receiving normal saline at 1ml/hour. It was reported the patient was to receive a 10ml bolus infusion of plasminate at 100ml/hour. After this infusion was completed, the infusion rate for the normal saline was to be decreased to 1ml/hour. After review of the printed pump history, the customer reported that after the administration of the plasminate, the infusion rate was not decreased to 1ml/hr, but was left at 100ml/hr. At an unspecified time later, the pump was alarming with an unspecified alarm and the 250ml bag of normal saline was empty. The patient required administration of an unspecified dose of lasix for fluid overload. The md reported that the fluid overload had resolved within 12 hours and the pt was "back to baseline".